Event description:
Caller reports that during a correlation study the following coaguchek xs plus/laboratory results were obtained: 2.4 inr/1.9 inr, 2.1 inr/1.6 inr no actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Caller states that she no longer has the strips, so no product will be returned for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.